Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the staple line was incomplete and the instrument did not cut. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.